Event description:
Pt reported "...went to a doctor who discovered under xray that the band had ruptured". "I had an upper and lower gi and by chance we discovered that the house connecting to the port had come loose and it now 'hangs' in my abdominal cavity with the metal connector still attached to the end of the hose...since the band failed, I started to gain weight uncontrollably and have ballooned to 365 lbs causing damage to my meniscus in each leg and a compression of my left sciatic nerve. I also do not have reflexes on my left leg, I now can only walk assisted by a cane and am under constant pain."

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 03/nov/09. The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. Based upon the serial number and implant date provided by the physician the connector type is assumed to be a taper I. Visual examination may determine the connector type associated with this report. Abdominal pain is surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."